Event description:
It was reported that this left ventricular (lv) lead was attempted due the lead body damage. The lead backed out when the cutter got snagged on the cutting of the catheter process and it caused a lead to come back and the lead was damaged and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due the lead body damage. The lead backed out when the cutter got snagged on the cutting of the catheter process and it caused a lead to come back and the lead was damaged and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead body damage allegations were confirmed based on the finding of damaged insulation, located approx. 333 mm from the terminal pin end of the lead. The insulation was cut. The observed damage is not deemed to indicate a product defect or malfunction.